Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that when patency was confirmed immediately after inserting the catheter, occlusion of one lumen was found. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. The sample terminated at the 34cm depth marking. Blood residue was observed within the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the red-luered lumen to be fully occluded, apparently by blood residue. Microscopic inspection of the distal end of the catheter revealed blood residue within the red-luered lumen. The observed occlusion of the catheter lumen appeared to be the result of blood product occlusion. Such occlusions can occur if the catheter is not properly maintained and if blood is allowed to remain within the catheter for an extended period during device insertion. The product IFU provides guidance pertaining to proper maintenance of the catheter.

Event description:
It was reported that when patency was confirmed immediately after inserting the catheter, occlusion of one lumen was found. There was no reported patient injury.